Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had increasing thresholds. It was also noted that lead impedances were within normal limits but "showing a downward trend over time." The lead remains in use and continues to be monitored. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.